Manufacturer narrative:
Evaluation summary: the analysis results found that two devices were returned. Device a was returned with the distal tip of the blade broken off and missing. The fractured distance measured approx 13.03mm from the top of the outer tube. The device also had the tissue pad melted and partially detached. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. The device was tested with the gen. The device functioned in air while being activated. In addition, the remaining portion of the blade penetrated and cut the chamois; however, the cut was not maximized to its full cutting power as in a conforming instrument. Device b was returned with the blade cracked and gouged. The device was tested with a gen and was nonfunctional due to the condition of the blade. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure" .

Event description:
It was reported that the device was used during a laparoscopic prostatectomy, the teflon tissue pad came loose from the jaws. A replacement device was then attached and it too had the teflon tissue pad come loose. A third device was used and the case was completed with no pt consequence.